Manufacturer narrative:
Date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. If explanted, give date: not applicable, as no indication that lens was implanted, therefore cannot be explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported through a call that an intraocular lens (iol) was marked as defective. Unknown if there was patient contact or not. No other information was provided.